Event description:
The customer contact reported the pt rec'd more medication than intended. At 0110, the device was programmed to deliver heparin 25000u/500ml at a rate of 18ml/hr with a vtbi (volume to be infused) of 500ml and the delivery was started. At 0420, the nurse "eyeballed" the heparin container and noted there was approx 375ml remaining. At approx 0500-0600, the nurse cleared a 87ml volume infused. At 0700, the day nurse entered the pt's room and noted the heparin container was empty. The physician was notified. There were no reported adverse pt effects. No medical interventions were required. At 0830, a ptt (partial prothrombin time) was drawn with results reported as 34 seconds. The device was removed from clinical service. The heparin therapy was not resumed; however, the pt was prophylactically given an unspecified concentration of lovenox subcutaneously. The customer contact stated, "I do not believe that this pt rec'd the 375ml of heparin, as the pt's lab values were normal." Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.2ml from an expected delivery of 20m. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the mfg facility. A review of the device history indicates that on (B)(6) 2010 at 1952, line a was programmed in the ml/hr mode to deliver at a rate of 18ml/hr with a vtbi (volume to be infused) of 450ml and the delivery was started. On (B)(6) 2010 at 0042, the volume on line a was cleared with a volume infused of 87.3ml. At 0126, the device alarmed with n232 prox air a, backprime and the programming on lina a was stopped. At 0128, the device alarmed with n102 infuser idel 2 mins. At 0141, the device was turned off. A review of the device history indicated that the device delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).